Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer was unable to clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked keypad connector on lcd board. No button error alarm during testing. Unable to confirm the unexpected restart error alarm and unable to perform any tests due to buttons unresponsive. Pump received with broken battery tube thread, corroded battery tube, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.